Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation no leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10013902 lot number 22089085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that thebd alaris smartsite low sorbing set experienced component separation. The following information was provided by the initial reporter: nurse was preparing to administer nivolumab. When priming the tubing and filter with the medication, the filter separated into two pieces.

Event description:
It was reported that thebd alaris smartsite low sorbing set experienced component separation. The following information was provided by the initial reporter: nurse was preparing to administer nivolumab. When priming the tubing and filter with the medication, the filter separated into two pieces.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.